Manufacturer narrative:
The additional 2 proglides referenced are being filed under separate medwatch report numbers. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral vein was attempted with proglide devices with an 8.5f sheath after an atrial fibrillation ablatiion interventional procedure. Reportedly, the sutures of the first proglide came out of the vessel when attempting to harvest the suture. An attempt was made with a second proglide device; however the suture unraveled and came out with the proglide device during removal. A third proglide was used and the suture also came out of the vessel when attempting to close with it. Manual arterial compression was applied and a figure of 8 stitch was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that an venotomy closure of the left common femoral vein was attempted with proglide devices with an 8.5f sheath after an atrial fibrillation ablation interventional procedure. Reportedly, the sutures of the first proglide came out of the vessel when attempting to harvest the suture. An attempt was made with a second proglide device; however the suture unraveled and came out with the proglide device during removal. A third proglide was used and the suture also came out of the vessel when attempting to close with it. Manual arterial compression was applied and a figure of 8 stitch was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported failure to deploy the suture was not confirmed as not all device components were returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.